Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. No additional information has been provided.   The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following implantation of an intraocular lens (iol) the lens was slightly off center from the healing process. The patient was told that she needed an additional laser procedure. Additional information was requested.